Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was reported to be 99 mg/dl (addressed by eating a candy bar) and 205 mg/dl (addressed by delivering a bolus). It was confirmed that the customer had another pump available for insulin therapy.